Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific crm received information that this patient, who has this right ventricular (rv) lead, experienced an infection around the device pocket. The physician has asked the representative to come and deactivate the device while this patient undergoes the operation. The physician does not believe the inside of the device pocket got infected, so device removal is not necessary at this time. There were no other adverse patient effects reported.